Manufacturer narrative:
(B)(4). Approximate age of device - 11 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced several pump power and estimated pump flow elevations, and one suction event with a drop in speed from 8800rpm to 7610rpm. System controller log files were submitted and reviewed by a representative of the manufacturer's technical services team in which an increase in pump power and a decrease in average pulsatility index were observed. Several decreased speed events were also captured. On (B)(6) 2016 the patient underwent mediastinal exploration and washout for pericardial effusion. The patient's anticoagulation was reportedly therapeutic. The patient was reported to be asymptomatic. On (B)(6) 2016, an echocardiogram showed a hematoma formation in the patient's chest and a repeat mediastinal exploration and washout was performed. No signs or symptoms of thrombus in the pump were present. The patient had no clinical history suggesting coagulopathy issues. The patient was bridged with heparin and the inr was therapeutic at the time of the first mediastinal exploration; however, since then, the inr has not been able to achieve a therapeutic value. The patient's inr on (B)(6) 2016 was 1.41, and the inr on (B)(6) 2016 was 1.35. The following day, the pump power elevations had resolved. The patient still had not achieved a therapeutic inr and has not yet been discharged home. The patient is on the step-down unit and is no longer in the ICU. No additional information was provided.

Manufacturer narrative:
The report of low speed operation events and elevations in pump power and estimated pump flow values was confirmed based on the evaluation of the submitted log files; however, a specific cause for the parameter changes could not be determined through this evaluation. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.